Event description:
It was reported that the patient experienced acute urinary retention in 3 occasions. The catheter was inserted correctly and the balloon inflated at 10ml as recommended. The nurse reported that the catheter seemed to be loose, not properly fixed. Clinical consequences: the issue was resolved by replacing the catheter with another one, same size but different provider. Further information indicates that the patient is difficult to catheterize mostly because of his condition, phimosis - congenital na rrowing of the opening of the foreskin so that it cannot be retracted. Because of this the procedure is particularly painful. Furthermore the patient is not kin in having urinary assistance and the pain that it causes. The catheter was placed transurethral, the catheter was placed during 10 days, the balloon was completely deflated with no anomaly.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all products passed qa inspection. Without an actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted. Therefore, this complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient experienced acute urinary retention in 3 occasions. The catheter was inserted correctly and the balloon inflated at 10ml as recommended. The nurse reported that the catheter seemed to be loose, not properly fixed. Clinical consequences: the issue was resolved by replacing the catheter with another one, same size but different provider. Further information indicates that the patient is difficult to catheterize mostly because of his condition, phimosis - congenital narrowing of the opening of the foreskin so that it cannot be retracted. Because of this the procedure is particularly painful. Furthermore the patient is not kin in having urinary assistance and the pain that it causes. The catheter was placed transurethral, the catheter was placed during 10 days, the balloon was completely deflated with no anomaly.